Event description:
The lead fracture was for this device. Refer to manufacturer report # 3004209178201104846.

Event description:
Additional information was received. It was reported that the cause of the event was a damaged lead (broken at the connector site) in the right ventral intermediate nucleus (vim). A computed tomography (CT) scan was performed on (B)(6) 2012. Eight days later, the lead and extension were replaced. The patient required hospitalization due to the event. It was reported that the patient outcome was no injury.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# uk6117275, implanted: 2003 (B)(6), product type lead, product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6), product type extension, product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6), product type extension, product ID 7436, serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID 7428, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2011 (B)(6), product type implantable neurostimulator, product ID 3389-40, lot# l74013, implanted: 2000 (B)(6), product type lead. (B)(4).